Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) pace impedance measurements of greater than 3,000 ohms. There was ra noise and oversensing observed resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) pace impedance measurements of greater than 3,000 ohms. There was ra noise and oversensing observed resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed troubleshooting options. The device remains in service. No adverse patient effects were reported. Additional information was received that the physician had discussion with ts whether to perform a ra lead extraction or not, as this patient required a magnetic resonance imaging (MRI), which is considered off label use as there is evidence of a fractured lead or compromised device integrity with the high out of range pace impedances and elevated threshold measurements. This patient is less than 1 percent ra paced. The physician is opting to have this patient undergo a MRI rather than extract this ra lead at this time.